Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultra test strips were peeling. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the test strip issue began on (B)(6) 2014. The patient manages his diabetes with self-adjusting insulin. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged test strip issue. The patient claimed to have developed the symptoms of "blurry vision, concentration off and frequent urination" on an unknown date/time after the test strip issue began; however the patient denied having received any treatment. The patient visited his doctor on (B)(6) 2014 and during the visit his blood glucose was tested and the result was 250 mg/dl. At the time of troubleshooting, the csr noted that the test strip issue occurred before the test strip was inserted into the meter and that more than one test strip from the same vial were affected. Replacement products were sent to the patent. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptoms of "blurry vision and frequent urination" after the test strip issue began. These symptoms do meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (10/20/2014), the patient¿s test strips #3599706 have been returned on 10/10/2014 and evaluated by lifescan product analysis on 10/13/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.